Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the caselogs revealed that there were instances of excessive deflection force, or skiving, during navigation of instruments through the end effector. Reviewing the plan of the misplaced implant, the patient anatomy contained a bony process near the pedicle that could have caused it to skive medially. Additionally, they also expressed difficulty with removing and placing instruments in the end effector. This could also contribute to the deflection forces seen in the case logs. Excessive deflection force on the end effector has the ability to cause the instrument to skive. Instrument skiving can lead to the misplacement of implants. Ultimately, the l1-l implant was replaced intra-operatively. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.